Event description:
The user facility reported that the device did not alarm as expected when the cover was unlocked. It is unknown at what time during the process that this was detected. No other info is available.

Manufacturer narrative:
The device was returned to baxter, however, eval has not yet been completed. As soon as we are in receipt of the results we will provide a follow up report.